Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple issues with insulin pump. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. Customer stated that they changing battery every three days, insulin pump had rejected new battery daily, slower during rewind, buttons less responsive and buttons were harder to press and sometimes has to press buttons twice, insulin pump had unexplained no delivery alerts not due to site issues, no delivery alerts becoming more frequent and screen was cracked and unable to read. The device will not be returned for analysis.